Manufacturer narrative:
Results code 213: a review of the manufacturing records for the device verified the lot met pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The angiography after the device implant confirmed that the left renal artery was partially covered by the trunk-ipsilateral leg component. The angiography did not show any issues in the blood flow to the renal artery, and the procedure was completed after implanting a stent (express sd 7×19mm) to the left renal artery. The physician commented that the proximal neck was straightened by a stiff wire (egoist flex) when the device was implanted. However, the shape of the proximal neck was back to the original angled neck when withdraw the stiff wire and the implanted device might have moved slightly.